Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (pah/ph). Additional information was received that patient was treated with a cooladvantage coolcore applicator.

Manufacturer narrative:
Additional information.

Event description:
Additional information was received that patient was treated with a cooladvantage coolcore applicator.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (ph). Additional information was received that patient was treated with a cooladvantage coolcore applicator.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 7/13/2023. Continued e1 phone number: and email: (B)(6).